Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5867-3m adaptor implanted: (B)(6) 2014; ddbb1d1 ICD implanted: (B)(6) 2014; 5076-58 lead implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for high and out of range (oor) impedances. The right ventricular (rv) lead will be replaced. No patient complications have been reported as a result of this event.